Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. As a result, an implantable pulse generator (ipg) interrogation was performed. It was found that there was intermittent under-sensing during arrhythmias on the right atrial (ra) lead. Follow up with the patient¿s clinic indicated that there was no device malfunction and that there was no evidence of bradycardia occurring. The ipg and ra lead remains in use. No patient complications have been reported as a result of this event.